Event description:
Consumer complaint of blood result reading of "lo". Customer stated meter only reads "lo". Customer did not want to test at this time. Reviewed memory results; 149mg/dl, 170mg/dl, 254mg/dl, 42mg/dl, 304mg/dl, 67mg/dl, (time and date not set). I will replace meter, strips and send control solution. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Qc investigation of returned test strips produced "lo" due to observed black chemistry of returned test strips. Black chemistry observed due to improper storage; improper humidity and user error caused or contributed to event. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(6) 2014).